Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that the pressure clamp fell off. The reporter stated, "pressure clamp off.¿ as per report, "on (B)(6) 2024, the patient was in a critical condition with unstable blood pressure, and it was necessary to observe the changes in blood pressure at any time according to the doctor's advice to ensure timely drug treatment. Therefore, catheter was inserted into the invasive artery for invasive ambulate blood pressure monitoring. After the successful puncture, the package was intact and undamaged during the preparation of the pressure sensor, and the pre-use pressure was prepared within the validity range. When the clamp falls off, replace the new pressure sensor for the patient to use to ensure normal monitoring of vital signs." There was no patient harm reported.